Event description:
Reportable based on analysis completed on 13oct2011. It was reported that during a percutaneous coronary intervention, the device would not cross the lesion. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. Following pre-dilation, the physician advanced the 2.5x24mm promus element stent but was not able to cross the lesion. The procedure was completed with another 2.5x24mm promus element stent. No patient complications were reported and patient status is stable. However; analysis revealed that the shaft was fractured. Further information provided that the shaft fractured inside of the patient during advancement due to the hard calcification. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with the mandrel stuck inside. The shaft was broken at the port. The hypotube was kinked along it's length. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).